Event description:
It was reported that the patient was admitted to the hospital experiencing complete av block and escape rhythm of 20 beats per minute. On (B)(6) during the replacement procedure, the device exhibited loss of output and the pt had to be resuscitated. A new device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.